Manufacturer narrative:
Additional information: a3a, g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported communication issue and subsequent delay could not be determined.

Manufacturer narrative:
The product's lot number could not be obtained; therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
During a premature ventricular contraction procedure, the amplifier communication was lost resulting in an unsuccessful procedure. Rebooting the amplifier, and changing the fiber, did not restore communication. A second amplifier and dws were connected, but the issue remained. It was confirmed that the fibers were plugged into the correct port on the amplifier. After rebooting the power conditioner, the issue resolved. However, the procedure could not be finished properly, and the premature ventricular contraction was not successfully treated.